Event description:
It was reported that patient had difficulty coupling with the neurostimulator (ins) and her battery was dead for 1-2 days because, she could not get a good enough connection to her (ins). It was noted that the healthcare provider was aware of it since it have been happening often and may need to have their ins stitched down because of how it was sitting in the pocket. It was indicated that the pocket site of the ins was very sore on her back, causing her more pain and discomfort. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).